Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 200cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient was physically diagnosed with right breast implant deflation. It was indicated that the deflation was right after a mammogram. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture after mammogram. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture after mammogram. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 200cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient was physically diagnosed with right breast implant deflation. It was indicated that the deflation was right after a mammogram. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
On february 28, 2022, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 125cc mentor smooth round moderate profile saline catalog: 3501610 lot: 9665537 sn: (B)(6) and (left) 125cc mentor smooth round moderate profile saline catalog: 3501610 lot: 9665537 sn: (B)(6) a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 10, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On march 21, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 200cc breast implant had a tear on the posterior view, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. A second product was received (5543685). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.